Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) could not be reviewed as a serial number was not provided. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may not require any intervention or it may require intervention. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 27mm mitral pericardial valve, implanted for approximately ten (10) years and three (3) months, was explanted due to mitral stenosis and regurgitation. Patient status was reported as ¿recovered¿. Pannus was encroaching at inflow aspect of the valve. A 23mm valve was implanted as a replacement. There were no adverse patient effects as a result of the valve replacement.

Manufacturer narrative:
Product evaluation: customer complaint of stenosis and host tissue growth was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated heavy calcification on leaflet 2, moderate calcification on leaflet 3, and a calcification nodule on leaflet 1. X-ray also demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. A suture remained on the sewing ring near commissure 3. Wireform was exposed at leaflets 2 and 3 on the inflow aspect. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.